Manufacturer narrative:
Timing link.

Event description:
It was reported by service report that the pt head left side rail will not stay latched in full upright position. No pt involvement or adverse consequences are reported.